Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and to a system interconnection cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.